Manufacturer narrative:
Product code: ptm. Name and address: phone: (B)(6). Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure a sphere inflation device was opened when an unknown white substance was found on the handle and the meter. The user then wiped off the second device with gauze and used it in the procedure. It was noted the surface of the tyvek on the interior of the package was scraped. No adverse effects occurred due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report is being submitted as a correction. Upon further review, it has been determined that atrion is the labeled manufacturer of the complaint device and is therefore responsible for all regulatory reporting and complaint investigation requirements. The complaint information has been provided to the manufacturer (atrion) and entered in the complaint file by cook inc.